Event description:
The patient was on e-stim when he reported that he could not feel some of the pads working. The leads and the cord going into the machine were checked. When the cord was touched, the patient jumped saying it felt as if he was being shocked. He then touched the cord a couple more times and said the same thing happened that the current would disappear until he touched the cord. The treatment was stopped and the patient was unplugged from the machine.